Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's printer was not working and does not feed.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched as the issue was resolved over the phone with the customer. Phone conversation with the customer discovered that the paper was installed in the printer incorrectly, and the issue was resolved by the biomed.